Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/70 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ventricular arrhythmia burden in patients with heart failure and cardiac resynchronization devices: the importance of renal function, november 2016. Journal cardiovascular electrophysiology. 27(11):1328-1336. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac resynchronization therapy-defibrillator (crt-d) device systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were 82 deaths reported. No cause of death was provided. There were also reports of inappropriate therapies delivered defined as either antitachycardia pacing (atp) or shocks and inappropriate tachycardia detections. Of note, there is no allegation/relatedness between the crt-ds and the patients¿ deaths. The status of the devices is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.